Manufacturer narrative:
The reported occurrence of hernia was assessed as a serious injury related to the use of the cool-sculpting device. Although it could not be confirmed whether or not the patient will undergo a subsequent hernia repair, hernia generally requires surgical intervention to correct and prevent further complications. The occurrence of hernia is a risk inherent to the cool-sculpting procedure when a vacuum applicator is used, and this is detailed in the cool-sculpting user manual under warnings, where it states, "the effect of performing a cool-sculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device." Allergan has made diligent attempts to request additional information from the clinic, but no additional device and treatment information has been received to date. More information is being sought.

Event description:
On 24-apr-2019, allergan received report from a treatment provider that a female patient received cool-sculpting treatment to the lower abdomen on (B)(6) 2017 using a coolmax applicator. Three months post treatment, the patient reported pain on the left side of the lower abdomen. The patient underwent ultrasound and was told she has a fat containing umbilical hernia.